Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The caller reports a loss of therapeutic effect. Patient reports that the trial "worked perfectly," but the implant has not helped symptoms of leakage, overactive bladder. Patient does feel stimulation and says the dr. Recommended the patient keep the stimulation on all the time even if there is no symptom improvement. Patient reports their symptoms stay the same whether the stimulation is on or off, "it makes no difference." Patient states they have probably been reprogrammed 20 times. Some programs seem to work a little better than others and patient has mentioned this to the dr. Pt also mentioned something about having "silicone put in." Patient reports "soreness" at the pocket site (left side) that sometimes will radiate into the groin and down the left leg. This started about 2 months after the implant and is getting worse. The pain level fluctuates between 3 - 10 (on a scale of 1 - 10, 10 being the most severe). Patient did mention they had sciatic issues "years ago." Patient reports that approximately 2 weeks ago while at the chiropractor, an assistant used ultrasound and ran the head over the implant about 5 times. Patient kept the interstim off for 3 days and the symptoms were the same as when it was on. Additional information received on 2019-aug-01 from the patient stated that she had the device explanted and she "hasn't used it". Patient stated that she forgot she had it because "it has been so long". Patient further clarified that "it has been at least 5 years" since she had the device explanted. Patient stated that she "tried it for maybe a year or two" and the implant was driving her "absolutely crazy". Patient clarified that the implant "wasn't working at all" and it "wasn't helping" since implant. Patient stated that the implant "never really worked" and "never really seemed to stop anything".